Manufacturer narrative:
A review of the result files showed that results appeared as reported by the instrument. The echo is currently under validation. The sample could not be ruled out as the cause of the unexpected reactions since other units reacted as expected with the sample in question using the same lot of reagents used on the echo.

Event description:
On (B)(6) 2015, a customer reported that on (B)(6) 2015, an unexpected negative (compatible) crossmatch result was obtained with a patients sample and 2 donor units.